Event description:
Complainant alleged that the clinicians were monitoring a pt (age and gender unknown), but the device screen displayed a "check electrodes" error message, although all connections appeared securely attached. The clinicians continued to use the device, monitoring the pt using the three lead ECG cable.